Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with missing segments due to cracked lcd zebra connector. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the buttons of the insulin pump were unresponsive. The insulin pump alarmed low reservoir and button error. When the customer tried to clear the alarms, it did not work. The customer removed the battery and put it back in, but this still did not help. The customer stated that the insulin pump has fallen before but not right before the alarms occurred. The customer's blood glucose was 153 mg/dl. The customer was advised that the insulin pump will need to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.